Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was showing comm loss for all monitored transmitters. No patient harm was reported. Investigation summary: the customer had reported multiple complaints following this event regarding continued communication loss on gz transmitter devices. The issue was caused by the hospital's it team and the upenn's network environment, which had been resolved in a subsequent ticket 119950. No details of how it was resolved were available. There is no evidence of an nk device malfunction as the issue was resolved without repairing any nk device. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. B6, b7. D10 attempt #1: 02/18/2021 emailed customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt #2: 02/23/2021 emailed customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt #3: 03/05/2021 emailed customer via microsoft outlook for all information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) was showing comm loss for all monitored transmitters. No patientn harm was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) was showing communication loss for all monitored transmitters. The transmitters were back up. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: 02/18/2021 emailed customer via microsoft outlook for patient information, relevant tests/labs, other relevant history and concomitant devices being monitored: no reply was received. Attempt #2: 02/23/2021 emailed customer via microsoft outlook for patient information, relevant tests/labs, other relevant history, and concomitant devices being monitored: no reply was received. Attempt #3: 03/05/2021 emailed customer via microsoft outlook for patient information, relevant tests/labs, other relevant history, and concomitant devices being monitored: no reply was received.

Event description:
The customer reported that their central nurse's station (cns) was showing communication loss for all monitored transmitters.